Event description:
This event was a result of the internal complaint investigation for problem report (B)(4). The reactivity assignment in our human oligotyping software (hos) program for (B)(4) allele in primer (B)(4) was determined to be incorrect. Several lots of allset gold hla abdrdq low res (catalog# 54360d) were affected by the incorrect (B)(4) allele assignment. The kits will produce an incorrect low resolution typing or mistyping result of (B)(4) alleles when testing a sample which has the a (B)(4) allele. The user will be unaware of the incorrect type, unless they confirm the sample typing by another method, therefore, this would be considered a mistype.

Manufacturer narrative:
The internal investigation identified that the reactivity assignment in our human oligotyping software (hos) program for (B)(4) was determined to be incorrect. Product labeling with primer (B)(4) will be updated to remove specificity for the a (B)(4) allele. Additional investigation activities are still ongoing and will be reported in the 30-day report. Affected lots of allset gold hla abdrdq low res (catalog# 54360d). Lot#: 029 1293558, mfg. Date: 2013-01, exp. Date: 2014-06. Lot#: 029 1306794, mfg. Date: 2013-02, exp. Date: 2014-07. Lot#: 029 1362561, mfg. Date: 2013-06, exp. Date: 2014-11. Lot#: 029 1395129, mfg. Date: 2013-08, exp. Date: 2015-01.